Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 51-104180, stem, lot # unk, item # 650-1058, head, lot # unk, item # 13-104158, shell, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05994, 0001825034 - 2018 - 05995, 0001825034 - 2018 - 05996.

Event description:
It was reported that approximately 4 years post implantation, patient received a cortisone injection. The patient had also received 2 more injections on unknown dates. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable.

Event description:
It was reported that approximately 4 years post implantation, patient received a cortisone injection. The patient had also received 2 more injections on unknown dates. Attempts have been made and no further information has been provided.